Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac was placed just distal to the left subclavian artery (lsa). The patient tolerated the procedure. After the initial procedure, the aneurysm was enlarged gradually, and accompanying it, device migration was also observed. In (B)(6) 2026, a follow-up examination revealed further aneurysm enlargement and device migration. The ctag ac device was completely straightened, and an additional procedure was indicated. On (B)(6) 2026, a reintervention was performed. Another ctag ac device was placed in zone 1. The left common carotid artery (lcca) was reconstructed using in situ branched stent grafting (ribs) technique. An lcca-lsa bypass was also constructed. The final angiography showed no endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: seven radiographic jpeg images provided for evaluation. No name, date, timestamps, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All annotations on the images were completed before submission to gore. Cannot confirm diameters or lengths without dicom image set(s). Without dates or time stamps on the images, cannot confirm there was distal migration of the original implanted ctag device. Cannot confirm enlargement of the aneurysm with images provided for evaluation. Angiogram jpeg #1 shows: image shows a ctag device implanted in the descending thoracic aorta (dta). There is a non-deployed device advanced proximally in the aortic arch. Image shows tortuosity in the thoracic aortic arch. Angiogram jpeg #2 shows: the 2nd ctag is deployed in the arch. Partial 3d reconstruction jpeg #1 shows: image shows a ctag device implanted in the dta. Angiogram jpeg #3 shows: image appears to show the 2nd ctag device is implanted in the arch. The devices appear to be patent. No endoleaks are identified with available images. Partial 3d reconstruction jpeg #2 & #3 show: cannot confirm thoracic aorta diameters or lengths annotated on these images without dicom image set(s). Partial 3d reconstruction jpeg #4 shows: cannot confirm diameters on this image in the abdominal aorta and iliac arteries. The abdominal aorta appears to be tortuous. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.